Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer woke up with blood glucose reading of 42 mg/dl. The customer stated that the transmitter did not blink when connected to the sensor. When the customer charged the transmitter the first time, the red light and solid green light came on. The customer declined to troubleshoot for low readings.